Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. When the delivery device was put in the loader, it pulled back on the seal and the entire delivery system totally disengaged from the device. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device reportedly will not be returned to cardiac surgery for investigation. A device lot history review was not performed on the reported lot number, and there were no non-conformities that could have been attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).